Manufacturer narrative:
(B)(4), on 12apr2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported the following via email: screw was missing and little rivet fell off into the patient. No patient harm. Type of procedure: laparoscopic cerclage sacrohysteropexy. On 17apr2019 additional information: the fan retractor was inside the patient in the open position, and when the doctor tried to close the retractor, it would not close and he had to force it closed. The fellow noticed a small piece in the patient, and it was retrieved with an aesculab needle holder. No x-ray was taken. The procedure was completed as scheduled with no adverse outcomes to the patient. No further information available.